Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12570, 2017865-2020-12577, 2017865-2020-12579. It was reported the asymptomatic patient presented in clinic for a follow up. Upon interrogation, it was observed the pacemaker was oversensing noise on the atrial and right ventricular leads. No programming changes or intervention were completed. The patient was stable.